Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 540 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The customer did not have a tubing clamp to perform the high pressure test. The customer stated that the insulin she was using appeared to be cloudy. The customer was advised to change her infusion set as soon as she gets new insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.